Manufacturer narrative:
Device evaluation: the device was returned for investigation. One used decontaminated sample was returned for investigation without its original packaging. Under visual inspection we noticed that inflation line was detached from pilot balloon. This situation led to reported deflation. The customer stated problem was duplicated. A CAPA was opened to investigate this issue. The cause of the reported problem was traced to the manufacturing process. No lot number was provided; therefore, DHR (device history review) could not be performed.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during the use of the product, the cuff was found deflated. No patient injury reported.